Event description:
It was reported that the patient lost therapeutic effect about three months after implant. At that time she sat hard on a metal chair and believed this caused the loss of therapy. X-ray did not reveal any lead migration. The device was reprogrammed twice. Revision was being considered. There was no injury.